Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating the impedance on the rv pacing lead was beyond the expected upper range. On (B)(6) 2016, rv pacing impedance spiked to 4047 ohms from a slowly rising trend; previous day measurement was 931 ohms.

Event description:
It was further reported that the lead integrity alert (lia) triggered once again, and the lead exhibited high pacing impedances and increased sensing integrity counter (sic). The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported there was a connection issue with the implantable cardioverter defibrillator (ICD) and rv lead causing inappropriate variation in capture threshold. Reprogramming was performed. The device and lead remain in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating a right ventricular (rv) lead integrity alert. The device memory indicated the impedance trend on the rv lead was variable, and there was oversensing due to non-physiologic signals/sic (sensing integrity counter). Rv lead integrity alert warning occurred for lead impedance variation in the last 60 days and 2 or more high rate nonsustained episodes less than 220 milliseconds on (B)(6) 2015. Sensing sics went up to 23 (within 24 days) along with high rate nonsustained episodes and evidence of oversensing during (B)(6) 2015. Pacing impedance fluctuates between 450-1000 ohms. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant product: 4968-35 lead, implanted: (B)(6) 2010; dtba1d1 ICD, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) was triggered due to short interval counts (sic) and fluctuating pacing impedance on the right ventricular (rv) lead. There was also noise on the ventricular electrogram (egm) with some t-wave oversensing (twos) and an increase in threshold. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.